Event description:
It was reported that the bed alarm did not sound when a patient fell from the bed. As a result of the fall the patient sustained a serious head injury. The user facility followed up and stated that the patient suffered neurological damage as a result of the head injury and required surgical intervention. Due to litigation the user facility was unable to provide any other details surrounding the injury and surgical intervention. The user facility stated there is no defect with the bed alarm and this was likely due to a user not setting it correctly.

Manufacturer narrative:
The user facility followed up and provided further details regarding the injury. Section b5 has been updated to reflect this. Upon communication with the user facility it was found that the bed alarm is working properly and this was likely due to a user error. Section h codes have been updated. H3 other text : user facility performed the device evaluation and required no further action.

Event description:
It was reported that the bed alarm did not sound when a patient fell from the bed. As a result of the fall the patient sustained a serious head injury. The user facility did not provide a model or serial number and stated this event is currently under litigation. Further information has been requested; however, not yet received.